Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at the display window corners, reservoir tube and battery tube threads. It was also received with minor scratches on the display window. The insulin pump was received with missing end cap sticker. It was also received with a stripped battery cap coin slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized with high blood glucose over 400 mg/dl and being hit in the head with a ball. It was thought that the customer might have had a concussion. The high blood glucose was reportedly brought back down and the customer was released. The customer had been off of the insulin pump for twenty four hours prior to the hospitalization. Troubleshooting was performed with the insulin pump and significant findings were that the insulin pump received a button error on (B)(6) 2014 and a no delivery alarm on (B)(6) 2014. Programming was seemingly correct, however, the reservoir showed more insulin than was being shown on the status screen. Nothing further ws reported.